Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
No goods were returned for investigation despite several reminders sent. No device logs were received despite several reminders sent. The reported internal leakage test failure could not be reproduced, as no goods were returned for investigation and therefore not tested in a reference ventilator. The problem could not be confirmed in logs. The cause of the reported failure could not be determined. The internal leakage test is a sub-test during pre-use check used to self test the device. If any fault is detected during pre-use check, the device shall not be used for patient treatment. (B)(4).